Manufacturer narrative:
Customer has not returned the device to the manufacturer for evaluation. When and if the device becomes available and is returned and inspected, the manufacturer will file a follow-up report detailing the results.

Event description:
User facility reported the endotracheal tube was in use with a patient undergoing surgery for 3 hours, when the cuff was found leaking. The endotracheal tube was replaced. No permanent injury was reported.

Manufacturer narrative:
One sample returned for evaluation. Sample was forwarded to the valve supplier for investigation. Supplier investigation confirmed the air leak in the returned complaint sample. They believe that the leakage issue appeared after leakage inspection and prior to packing and was not picked up during finished goods sampling inspection. Supplier is retraining their staff to ensure that they are aware of this type of issue and will be implementing 100% inspection from (B)(6) 2015. As a verification of effectiveness supplier will inspect 200pcs of finished goods each day for one month and will record the results. This information will be provided to smiths medical.